Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level in the 40's mg/dl range. The low bg level was caused by the customer forgetting to switch profiles. While in the ER, the customer was treated with glucagon tablets and their bg levels were monitored. The customer was released from the ER in a stable condition.